Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. The device was placed on (B)(6) 2012 according to the complainant, the loop on j-tube was descending in the duodenum. The device was removed on (B)(6) 2012. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. The device was placed on (B)(6) 2012. According to the complainant, the loop on j-tube was descending in the duodenum. The device was removed on (B)(6) 2012. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2013: it could not be confirmed if the j-tube had migrated or dislodged from where it was originally placed. The physician reported the j-tube was kinking in the duodenum. The physician removed the kink under endoscopic vision unravels with forceps, extracts the j-tube and places a new endovive two-port through the peg jejunal feeding tube (j-tube). Patient¿s condition was reported to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.